Manufacturer narrative:
No observable defects could be found with the component themselves. Measurements taken met desigh requirements. The co was unable to review the lot histories of the subject products since the product's lot numbers were unavailable from the doctor's office.

Event description:
Dental assistant reported that two implants failed. Pt is reportedly fine.